Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that doors 2 and 3 failed often. A field service engineer (fse) found that all of the latches had the old-style white micro switches and replaced all the 4 latches to resolve the issue. Further the fse tested the doors using hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple tower door failures occurred involved tower door 2 and 3. Review of drawer failure data indicated a trend of approximately 10 to 15 failures per tower door per month over the past three months. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.